Manufacturer narrative:
A DHR review is not possible because a lot number was not provided. Sterilization records reviewed and found to be within validated ranges. Since the lot number is not known only the di information of the UDI is known. A causation between the hollister catheter usage and the end user's reported uti could not be established.

Event description:
It was reported that an end user who has been using the hollister vapro plus pocket for years noticed that since february, after the hydrophilic coating on the catheter was switched, he has been experiencing recurring urinary tract infections, every 10 days, which require treatment with antibiotics. It was further reported that he had been coping very well before the switch and hadn't been experiencing urinary tract infections.